Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceeded alarm occurred during a routine hemodialysis treatment. The operator reset the ap pod per procedure. An arterial air alarm occurred upon restart, due to the operator making incorrect connections. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air introduced by the operator in the extracorporeal blood circuit. The reported air alarm was attributed to user error as the operator did not make the correct connections as directed. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.